Manufacturer narrative:
The lesion was de novo, moderately calcified and slightly tortuous. Femoral approach was chosen for the procedure. Concomitant medical products: sheen man's inflation device, runthrough guidewire, launcher guide catheter, lacrosse and sheath: terumo's. During a pci, the balloon of a cypher stent delivery system ruptured under nominal pressure and the underexpanded stent was dragged as sds was being removed resulting in inaccurate placement of the cypher stent and implantation of an additional stent to cover the target lesion. The information received indicated that the patient was admitted with a 90% stenosis in the mid right coronary artery (rca). The lesion was de novo, moderately calcified and slightly tortuous. Femoral approach was chosen for the procedure. Pre-dilation and ivus were conducted and then a 3.0 x 33mm cypher select plus was delivered to the target lesion without friction. When the balloon was being inflated up to 10atm, the pressure of the inflation device decreased and the physician confirmed the balloon of the cypher select plus was ruptured. The balloon was inflated once. There was no balloon deflation difficulty. The balloon re-wrapped properly. When the physician retrieved the sds of the cypher select plus from the patient, the under-expanded stent was dragged a little and migrated to the proximal portion of the target lesion. Therefore, an additional stent was implanted distal to the cypher select plus. The procedure was finished successfully. It seemed the proximal stent migrated 5mm at the farthest. Was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The patient is in stable condition. The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the information available for review and without the product available for analysis, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. Based on the information provided, there are possible vessel characteristics, specifically the heavy calcification that may have contributed to the balloon burst resulting in an underexpanded stent. Removal of the sds may have caused the movement ("dragging") of the stent from the target lesion resulting in inaccurate stent placement. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Event description:
The information received indicated that the patient was admitted with a 90% stenosis in the mid right coronary artery (rca). Pre-dilation and ivus were conducted and then a 3.0 x 33mm cypher select plus was delivered to the target lesion without friction. When the balloon was being inflated up to 10atm, the pressure of the inflation device decreased and the physician confirmed the balloon of the cypher select plus was ruptured. The balloon was inflated once. There was no balloon deflation difficulty. The balloon re-wrapped properly. When the physician retrieved the sds of the cypher select plus from the patient, the under-expanded stent was dragged a little and migrated to the proximal portion of the target lesion. Therefore, an additional stent was implanted distal to the cypher select plus. The procedure was finished successfully. It seemed the proximal stent migrated 5mm at the farthest. It is unknown if the distal stent was protruded from the target lesion. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. The patient is in stable condition.